Manufacturer narrative:
The customer did not provide any additional information for the investigation. The ast results were considered to be elevated which may be related to the heart disease mentioned (the patient has elevated clinical heart marker results). The "normal" alt results are most likely correct. No data was provided that would indicate the alt results were "false normal" or too low. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The c702 module serial number was (B)(6). The 2 other methods were ortho and hitachi. The investigation is ongoing.

Event description:
The initial reporter questioned low results for 3 samples from 1 patient tested for alanine aminotransferase acc. To ifcc without pyridoxal phosphate activation (alt) on a cobas 8000 c 702 module. The patient had a liver transplant in (B)(6) 2024. Following the transplant, the patient was tested for alt "multiple times" by 2 other methods and the results were all "normal" but the ast results were elevated. The c702 module was installed at the customer site in (B)(6) 2024. The customer ran the samples that were drawn in (B)(6) 2024 on the c702 module and the results were consistent with the alt results from the other methods. The customer suspects an interference as the patient¿s ast results were high but the alt results were "normal." Note: the unit of measure was not provided. Sample 1: the initial result was 34.9. The result from a 1:10 dilution was 27.5. The altlp result was 44.4. Sample 2: the initial result was 35.9. The result from a 1:10 dilution was 30.8. The altlp result was 47.1. Sample 3: the initial result was 36.4. The result from a 1:10 dilution was 29.4. The altlp result was 44.2.